Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump was received with normal operating currents and passed the self-test, a21 error test and off no power test. The insulin pump was received with minor scratched lcd window, cracked case at the reservoir tube window corners, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer received excessive no delivery alarms. The customer's blood glucose level was not reported. The product will return. Nothing further to report.